Event description:
It was reported that the device was explanted after an implant duration of at least 72 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Information was received from the implant data card completed and submitted by the or staff to implant patient registry. No response was received from the surgeon despite our attempts to contact via email in 2009, and again one week later, for return of product and additional information regarding this event. The device history record (DHR) review was completed two months later, and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined reportable per edwards lifesciences precedures.